Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation was performed considering complaint description, cs reports, system history, and system log files. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Upon investigation the custumer service engineer (cse) checked the system, analyzed the log files as well as troubleshooting. After powering the system of and on a few times the problem did not reoccur. Therefore, the system recovered and works as intended and no parts were exchanged. The investigation did not show a systematic issue and no further measures are necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.